Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an ambicor penile prosthesis (app) presented with discomfort due to the device remaining in an erect state. The right cylinder would not inflate or deflate. Surgical intervention was performed to explant the device. There were no additional patient complications reported.